Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in clinic (B)(6) 2019 with atrial fibrillation. Device interrogation showed normal characteristics and longevity. The patient was scheduled for an unrelated cardioversion procedure on (B)(6) 2019 and upon interrogation a battery performance alert (bpa) dated (B)(6) 2019 was discovered but the patient did not feel the notifier and did not have a home monitor. The device check was normal and the external cardioversion was successful. The patient was scheduled for an explant. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received indicates the device was explanted and replaced. The patient was in good condition before and after procedure.